Manufacturer narrative:
No product will be returned. The complaint could not be confirmed because the customer could not be identified.

Event description:
Received customer's maude report from FDA, which states, "chemo spike for texium tubing - product number lot 15066704 exp 06/2018 came out of infusion bag causing chemo spill." No other information is available, no customer information is provided or available.